Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and resumed insulin therapy. Reportedly, the customer was using cold insulin and lyumjev, tandem technical support educated the customer that cold insulin and insulin brand lyumjev are off label per tandem user guide. The customers blood glucose level was 275 mg/dl.

Manufacturer narrative:
Date of birth: (B)(6) 2003.